Event description:
The customer reported that the device did not work. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device did not work. There was no reported pt involvement. Philips evaluated the device and confirmed the failure. The device was repaired by replacement of the display assembly.